Event description:
It was reported that during a da vinci myomectomy procedure, the fenestrated bipolar forceps instrument seemed to have sparked while inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the robotics coordinator at the hospital and obtained additional information regarding the reported event. She indicated that the instrument was not inspected prior to use. The surgeon was performing cauterization when an orange glow, possible spark, occurred. The instrument was removed and replaced. The robotics coordinator denied that any post-operative tests (x-ray, ultrasound) were performed as a result of the reported event. She also denied that the patient experienced any intra-operative or post-operative complications because of the reported issue. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the yaw pulley exhibited charring near the contact between the yaw pulley and the two grip-tips, and there is material missing. No other damage was found.